Manufacturer narrative:
The beckman field service engineer (fse) evaluated the dxc 700 au clinical chemistry analyzer and found the wash valve was inoperable. The seal on the wash syringe was damaged and the sample syringe was cracked. The fse replaced the wash valve, wash syringe and sample syringe to resolve the issue. The fse performed system priming and observed no further issues. The fse indicated customer performed quality control and passed. The fse also indicated the analyzer resumed to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining low patient results with g flags on multiple chemistries including sodium (na), potassium (k), chloride (cl), carbon dioxide (co2), calcium arsenazo (cala), glucose (glu), blood urea nitrogen (bun) and creatinine (crea) on their dxc 700 au clinical chemistry analyzer. The customer repeated four patient samples and results were normal. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient demographics. The customer provided data for four patients.